Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there is no device autonomy upon disconnection from the power supply. There was no reported patient involvement.